Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, the patient went into cardiac arrest post ablation of the right lower pulmonary vein (rlpv). A pericardial effusion occurred which lead to a cardiac tamponade. A pericardial drain was carried out. The patient recovered but due to anti coagulation medication continued to bleed, open chest surgery was required and carried out. The case was aborted the patient was not under general anesthesia. The patient was noted to be stable after the procedure. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: afapro28 product type: balloon catheter; product ID: 2ach20 product type: mapping catheter; product ID: non-medtronic product, product type: sheath; product ID: non-medtronic product, product type: transseptal needle; product ID: non-medtronic product, product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that the after the right lower cryoablation was finished, the patient was unresponsive and experienced a drop in blood pressure.